Event description:
Respiratory care practitioner complained that the manual resuscitator tee adapter had hairline cracks thereby causing a loose connection and/or a leak. During investigation it was noted that this problem involved many lot code numbers. Product was pulled from stock.